Event description:
Hospital nurse reported a patient was hospitalized with hyperglycemia of above 600 mg/dl and ketosis. Nurse reported the infusion device and blood glucose meter do not communicate correctly, and this resulted in inaccurate insulin delivery. Nurse also reported the power consumption of the infusion device is too high, and patient has to change the battery once a week. Nurse declined to provide additional information regarding the patient or the event. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.